Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 310mg/dl at the time of the incident. The patient's current blood glucose was 421 mg/dl. The customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer treated it with the insulin pump. The customer¿s blood glucose was 310mg/dl, 410mg/dl, 311mg/dl, 260mg/dl, and 421mg/dl previously and had treated them by blousing. The customer reported that they have not contacted their health care professional regarding the high blood glucose levels. Based on the customer report, the customer does not allege pump was under delivering. The customer declined to complete further troubleshooting. The insulin pump will not be returned for analysis.